Manufacturer narrative:
The reported event was confirmed as cause unknown. The evaluation confirmed that the catheter was cut into 2 pieces and catheter broke at the distal end of the catheter. How and when problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use was found adequate and states the following: "1. Method for use: (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients: patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.]" Patient code: (B)(6).

Event description:
It was reported that the catheter was broken on the 2nd day of use. The remaining piece was removed via cystoscope.

Event description:
It was reported that the catheter was broken on the 2nd day of use. The remaining piece was removed via cystoscope.

Manufacturer narrative:
The reported event was confirmed as cause unknown. The evaluation confirmed that the catheter was cut into 2 pieces. The surface was normal in appearance with the presence of a smooth and clear cut. The catheter shaft appeared to have been cut by sharp tools i.e. Scissors that could cause the catheter to split into two. The unit was inspected for the presence of oxidation, acid cuts, abrasions, external cuts or tears that could cause the shaft to cut. None of the conditions were evident on the sample. How and when problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use was found adequate and states the following: "1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.]" Patient code: 2564.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was broken on the 2nd day of use. The remaining piece was removed via cystoscope.